Event description:
It was reported that the right ventricular lead was fractured. The lead was capped and replaced.

Event description:
New information provided stated that the patient had presented to the emergency room and the lead exhibited loss of capture and abnormal impedance. The lead was programmed to unipolar mode until the replacement took place. The patient was stable post the procedure.